Event description:
The patient underwent a revision surgery and the anchor was found to be stripped down. There was no patient injury and the patient recovered without sequela. Additional information has been requested.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), adaptor model 3550-39, lot# unknown, lead model 3778-60, serial# (B)(4), implanted: 2009-(B)(6). (B)(4). Final device analysisfor the anchor revealed that it had separated.